Event description:
On 07/11/2025, intuitive surgical, inc. (Isi) received mw5171891 stating: using fenestrated bipolar during robotic procedure the cable guide snapped.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.